Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2011 due to pseudotumor.

Manufacturer narrative:
Third party analysis was conducted and no further data is made available on other relevant patient co-morbidities which could have caused or contributed to the reported clinical outcome. Due to insufficient data the cause of the reported pseudo tumor, which led to the reported revision surgery, cannot be determined. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number; manufacture date ¿ unknown. Biomet orthopedics received preliminary clinical data from (B)(4) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.